Event description:
It was reported that intermittently, the system loses video when c is moved.

Manufacturer narrative:
A ge rep evaluated the system and was unable to duplicate the reported problem. System operates as intended.